Event description:
It was reported that a patient experienced elevated blood glucose after placing new infusion supplies, discovered a kinked cannula at the initial site, replaced the supplies, and then noted a gradual decrease in glucose; the highest recorded glucose was 358 mg/dl over approximately 2.5 hours, with no backup therapy or ketone testing performed and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included transient elevation in blood glucose without medical intervention or hospitalization. Investigation included telephone-based troubleshooting and patient education. Investigation of this case revealed no confirmed device malfunction and a likely infusion site issue consistent with a kinked cannula, though the precise cause of the subsequent hyperglycemia remained unclear. It was concluded that the event involved hyperglycemia with cause unclear after supply change, with patient advised to monitor and consider site replacement if levels did not return to range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.